Event description:
It was reported that after the li61se intraocular lens was inserted into the pt's right eye, the surgeon could not position the lens properly as the pt's capsule bag was weak. The surgeon enlarged the incision and removed the lens, he then placed a different model lens in the sulcus. Sutures were used to close the wound. According to the surgeon the most likely cause of the event was pt factor of a weak capsule bag. The pt's prognosis is good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.